Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Upon return of the lead serial number (B)(4) analysis found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high impedance issue. Impedance testing showed electrodes 2 and 3 were >10,000. The lead was not implanted and a different product was used. It was noted that the possibility of the impedance issue could be due to the technique used for seating and reseating the distal portion of the lead in the multi lead trialing cable (mltc). While testing the lead during the procedure, the patient was not receiving therapy at maximum output. Impedances were checked multiple times after reseating the distal portion of the lead in the mltc. The distal portion of the lead might have been damaged during procedure. No patient symptoms reported. The patient was alive with no injury at the time of this report. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.